Event description:
It was reported that the fiber cap detached inside of the pt at 75,675 joules into the case. The cap was flushed from the bladder and the case completed with another fiber. Pt outcome: "no pt injury".